Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The water removal ability, air supply volume, and suction volume did not meet standard value. The forceps channel port, flexibility adjustment ring, connecting tube and universal cord had a scratch. The grip, suction cylinder, scope cover, switch box, up/down/right/left knobs, scope connector cover, scope connector case, and plug unit had discoloration. The angulation was lower than standard, and the light guide lens had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, channels one (1) and two (2) on the evis exera ill colonovideoscope were not consistent. No patient harm reported. During the evaluation of the device, it was noted the nozzle and channel tube were clogged with possible foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle and channel tube were clogged with possible foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to date rec¿d by MFR on the initial manufacturer report number 8010047 - 2022 - 04440. Corrected data/date rec¿d by MFR: february 22, 2022.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 15-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material such as adherent of gauze, foreign material which originated from the peripheral device, body fluids and chemical solutions which clogged in the nozzle because of inappropriate reprocessing after the previous procedure. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection: inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: reprocessing manual_ precleaning the endoscope and accessories. Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Clean the external surfaces of the insertion section. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Rinsing the endoscope and accessories following disinfection. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.